Event description:
It was reported that the ventilator had shut down with an audible alarm while connected to a patient. The patient used an ambue bag while her step father switched her to the primary ventilator. The ventilator was turned on and appeared to be functioning properly when it was picked up by the homecare dealer. No patient harm reported.